Event description:
This report is being filed as a result of changes to our MDR evaluation process that were prompted by an FDA inspection. The customer asked the help desk if there were any complaints or recalls associated with lot number 06r15233. The customer then informed caridianbct that she was only completing the due diligence for a bacterial contamination issue they had been informed of. The customer made it very clear that the matter was closed and did not hold caridianbct responsible in any way for the event. She informed caridianbct that this was strictly a paperwork formality for them to have on file that they asked the manufacturer about the lot number.

Manufacturer narrative:
(B)(4). Complete procedural details are unknown. A copy of their investigation was requested several times via phone, no response was provided. This disposable set was unavailable for investigation. Trends suggest that the event reported is random and isolated on a general basis. From the original conversation the customer was not holding caridianbct responsible for the event, they were only completing their internal investigation due diligence.